Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Review of the event log identified the iipv event. The cause of the iipv event could not be determined. If additional relevant information is obtained, then a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on 14 (B)(6) 2013 at 19:10:33. During night drain cycle five, the patient's ultrafiltration reading was 1810ml, indicating the home patient (hp) drained 1685ml more than their maximum programmed fill volume of 2500ml. No additional information is available.